Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted to a (B)(6)-year-old male patient. Since the patient's condition got worse after implantation, the surgeon tried to change the setting pressure but it was unable to be changed. The device was replaced with a new product on (B)(6) 2015, and the patient is currently being followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to biological debris. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. It was not possible to pressure test the valve as the cam setting was not visible. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the cam mechanism pillar. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008 with lot crddky, conformed to the specifications when released to stock on the 27th may 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the cam mechanism pillar. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.